Manufacturer narrative:
(B)(4). The extension was functionally ok. The continuity was acceptable with no shorts. Impedance test - the returned extension was tested with a known good lead and screening cable. The screening cable was connected to a stimulator; the proximal end of the lead was inserted into the distal end of the extension while the distal end of the lead was placed in a 0.95 saline solution. Using a physician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. There was no anomaly found.

Event description:
It was reported that the extension was replaced because of high impedances. Impedance readings were >10000 ohms on poles 0-6 and >4000 on 7. After replacing the extension cable, the problem was solved. The extension cable was first disconnected and reconnected to exclude a possible bad contact before a new extension cable was implanted. The pt was fine.